Event description:
It was reported that during a ptca procedure, the wire tip separated from the shaft. Attempts at retrieval were unsuccessful, and the tip remains in the pt. The pt stuatus is listed as "okay".